Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range.

Event description:
It was reported that the patient presented for a generator change with right ventricular (rv) lead revision. The patient was programmed air. When the lead was turned back on impedance was >9, 999 unipolar and bipolar. It is unknown how long the lead has functioned like this. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.